Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the production record could not be performed as the lot number is unknown. The sample received was evaluated and confirmed a crack in the wye's inhalation port. Per visual inspection the sample was confirmed to be made of (B)(4) material. The y openings were measured, and were found to be within specifications. It is thought that the material used to produce the "y" may have contributed to the failure. The project plan opened for correction of the failure includes: material change to polycarbonate, optimization of the molding parameters and implementation of a stress test of all incoming raw material. The samples received for this complaint were manufactured prior to implementation of these corrections.

Event description:
A customer reported to carefusion that the wye connector in their circuit does not stay attached to the circuit tubing.  The wye is not the correct size, and therefore, the circuit tubing falls off during patient use.  There was no patient injury reported with this complaint.